Event description:
The wound adhesive - indermil was applied to a 1.5cm laceration on the right premalar area of the patient's face. Approximately 90 - 120 seconds after the application it (the wound) began to swell with marked edema of the wound edges and everywhere under the glue. The patient experienced transient but intense pain. The wound was clean & dry prior to the application. The reaction stopped after about 5 minutes.